Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7139648.

Event description:
It was reported that following an implant procedure the patient developed weakness and discomfort in lower extremities. Imaging revealed that the lead was partially intrathecal. The patient underwent a revision procedure wherein a new fixate was added. Nothing was replaced or explanted. The patient was doing well postoperatively.